Manufacturer narrative:
Field service engineer verified the complaint and had customer maneuver the splash guard cover and error cleared. The splash/crash guard upon acts as a safety interlock to keep from damaging the equipment due to impact. Upon arrival the fse checked the splash guard switch assemblies and while all were operating, replaced a switch that he felt was causing problem. Fse recheck all the hydraulic movements and table for proper operation per hut service manual. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On 2/1: customer reported table movement errors and inability to complete pt procedure. Customer reports no staff or pt injury, but does not provide any further info with regards to pt or procedure.